Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This was observed during set up of peritoneal dialysis therapy. It was further reported the patient "opened the door to remove the cassette and found fluid was leaking from the cassette". There was no report of patient injury or medical intervention associated with this event. No additional information is available.